Manufacturer narrative:
Other relevant device(s) are: product ID: 8709, lot/serial# (B)(4), implanted: (B)(6) 2001, explanted: (B)(6) 2018, product type: catheter; ubd: 27-nov-2002, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient receiving an unknown dose and concentration of dilaudid via an implantable pump for non-malignant pain. It was reported the patient had experienced a lack of therapeutic relief. It was reported a dye study was performed and revealed the catheter was broken. It was unknown when this occurred. It was also unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. The catheter was revised surgically. The broken pump portion of the catheter was explanted and replaced on (B)(6) 2018. The spinal catheter portion was kept in the body and sutured. The issue was resolved at the time of the report ((B)(6) 2018). The patient¿s status was provided as alive - no injury. No further complications were reported or anticipated. Other medications being taken at the time of the event and patient weight were not available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep) on 2019-jan-17. The rep reported they were notified of the event by the hospital surgical scheduler; however, they did not remember the clinical team member's name. The explanted portion of the catheter was not provided by the hospital. It was unknown if the hospital would return the explanted catheter segment. The information had been confirmed with the physician/account.